Event description:
It was reported that pump experienced malfunction with malfunction code 16 and caller was unable to clear banner due to alert silence, although no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with pump reset, was informed pump would be replaced, planned to continue using current pump and rely on alternate method if necessary, and declined out-of-warranty loaner option since an in-warranty pump was already available.